Event description:
It is reported that when the user intended to remove the catheter out of pt, he found that the cuff had been separated away from the catheter, and that the cuff still attached to the pt's tissue inside the body. This catheter was inserted into pt's body on (B)(6) 2012. This is a scheduled removal.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. The detached heat sleeve/surecuff was not returned for eval. According to the notes contained in the implant incident report the complainant indicates the heat sleeve/surecuff still resides in the pt. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.